Manufacturer narrative:
The lot number involved in this incident is unknown. However, the customer provided the following potential lot numbers: lot 6056541 - medical device expiration date: 02/28/2019, device manufacture date: 02/25/2016. Lot 6007706 - medical device expiration date: 12/31/2018, device manufacture date: 01/07/2016. Lot 5300775 - medical device expiration date: 09/30/2018, device manufacture date: 10/27/2015. Lot 5034856 - medical device expiration date: 02/28/2018, device manufacture date: 02/03/2015. Lot 4262744 - medical device expiration date: 09/30/2017, device manufacture date: 09/19/2014. Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the rn removed the suspect device from the patient's arm following her procedure, part of the catheter broke off and remained in the patient's arm. An ultrasound was performed and the physician attempted to remove the catheter by an unspecified method but was unsuccessful. The patient went to the emergency department, where another ultrasound was performed. The catheter was visualized but they were either "unable or unwilling to remove it" and the patient was referred to a vascular surgeon . At time of report, the customer was not aware of additional patient follow up.

Manufacturer narrative:
Result - although a sample is not available for investigation, the customer returned two photos. The photos provided revealed a 22g angio autoguard which consisted of the catheter adapter that was broken at the tubing. The area of the break revealed uneven jagged edges and there was a crease/bend at the tubing near the nose of the adapter. The device history record was reviewed and no abnormalities were found in the manufacture of the reported potential lot numbers 6056541, 6007706, 5034856, 4262744 and 5300775. Conclusion - bd was able to confirm the customer's reported defect based off the photo evaluation. There was not sufficient evidence revealed it the photo to determine the root cause of the break. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. As not actual sample was returned for evaluation, an absolute root cause for this incident cannot be determined.